Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range shocking impedance for this patient's right ventricular (rv) lead. The physician chose to continue with defibrillation threshold (dft) testing, giving the patient three high energy shocks. All three shocks resulted in normal impedance measurements. No other changes made and the device and lead remain implanted. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.